Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, enlarged atrium, and dilated cardiomyopathy. A mitraclip xtr was implanted, but severe mr on the lateral side remained. To further reduce the mr, another mitraclip xtr was selected for treatment, but difficulties positioning the clip occurred due to the aortic hugger. The clip was implanted, and the mr was reduced to grade 3+ on the lateral side. To further reduce the mr, a third mitraclip xtr was selected for treatment, but the aortic hugger had worsened, and difficulties positioning the clip occurred. The clip was implanted. Three mitraclip xtrs were implanted successfully. Additionally, while using the steerable guide catheter (sgc), the aortic hugger could not be steered around adequately by applying the plus knob and caused the posterior arm to appear raised. While evaluating the third clip with imaging, a perforation of the posterior mitral leaflet was observed. In the physician's opinion, the second and the third clip caused the perforation. The patient was immediately transferred to surgery. The mr remained at grade 4+. No additional information was provided.

Manufacturer narrative:
The device was returned and the reported difficult or delayed positioning - anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and difficult or delayed positioning with the anatomy is related to patient conditions associated with an aorta hugger. Unspecified tissue injury resulting in unchanged mitral valve insufficiency/regurgitation (mr) appears to be related to procedural circumstances and due to difficult or delayed positioning of the second and third clip with the anatomy. Tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.